Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned the stimulation was intermittent. There was increased baseline pain. The event or symptoms occurred following a fall. The location of the body was the upper back. It was suggested that x-rays may need to be done of the ins and extension area. Reprogramming was done and impedances were okay. No malfunction was seen. No intervention was taken or planned. The patient was not getting effective therapy and most likely the leads have migrated. Hcp was deciding on best course of action. Also a surgical revision may need to be done. Additional information has been requested, but was not available as of the date of this report.